Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized three times in the last two months. The customer's blood glucose was 26 mg/dl at the time of incident. The customer's current blood glucose was 111 mg/dl. The customer treated their blood glucose with food. Troubleshooting for the insulin pump was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with minor scratched display window and case. (B)(4).